Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.

Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient developed an infection (confirmed on (B)(6) 2020) and was treated with intravenous antibiotics. The device was explanted on (B)(6) 2020. Reimplantation is planned but has not yet taken place at the time of this report.